Event description:
It was reported that during a biopsy, the driver would not cut during the case. When the cutter knob was advanced, the cutter would not engage. There were no tissues removed from the pt. The case was stopped, and the pt was to be rescheduled. The driver was sent in for analysis.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the driver was returned with worn bearings on the drive gear causing the cutter to not engage when the cutter knob is advanced. Device was serviced, cleaned and found to function per design specifications.